Event description:
Info received indicates, the head of the bed is going down on its own.

Manufacturer narrative:
The technician found a slow drift and the head would not lower using CPR. The technician found the rubber seal on the CPR valve was torn. The technician replaced the CPR valve to repair the bed.